Manufacturer narrative:
The previous mdrs that were submitted from netrm contained the data from the initial report: MFR report number: 3006630150-2010-01599 which was submitted last 22sep2010 and MFR report number: 3006630150-2010-01599 which was submitted last 02nov2010. Additional information was received that few of the reasons the leads were explanted were due to lead migration and temporary numbness that the patient felt at the left side of the body.

Event description:
A report was received that the patient was experiencing pain at the lead site and muscle spasms. The patient underwent a revision during which the physician determined that the leads were too encased in scar tissue to provide stimulation. The leads were explanted leaving only the ipg implanted.